Event description:
The customer reports that the balloon kept on deflating and required regular manipulations to inflate it again. The device was changed in emergency as the patient made a cardiac arrest. Covidien is in the process of obtaining further info surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Referencing related medwatch report: 22936999-2014-00377, 22936999-2014-00380.